Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of a single-use product was confirmed; however, the root cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) machine during use, the home patient (hp) stated that they changed a bag attempting to clear the alarm while connected. The registered nurse (rn) advised the hp to disconnect and end therapy and explained the aseptic set up procedure. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) will not be provided in the emdr, because the product code is unknown at this time. The sample was not returned to baxter, therefore no sample evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.